Manufacturer narrative:
Additional customer contact phone: +(B)(6). A getinge field service engineer (fse) confirmed the unit would charge in an outlet, and not charge in a different outlet. Replaced power supply and reel cord. Unit now charging in multiple outlets, and charging batteries. Safety and functionality checks were completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit will not charge while plugged in. There was no patient involvement.